Event description:
The customer reported that post procedure, the patient was found to have burn marks on the buttocks. The burn marks were found while patient was in the ward, where the burns were treated. The customer did not provide a degree of burn or treatment because the patient was not admitted and no medical records are available. The patient is ok and at home. A megadyne return blanket electrode was used with the generator at the time of incident with no alarms heard. The customer stated the return blanket electrode has more than one year of use in different procedures.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.

Event description:
The patient was treated at ward with corticoids. The customer stated they suspected that they were pressure ulcers and not burns.